Manufacturer narrative:
It was reported that the emt was prescribed leave after visiting a doctor for the back injury.

Event description:
It was reported that the users were unloading the patient, cot, and power-load from the ambulance, and as the power-load was being pulled out, they noticed that the power-load did not jog the cot up. They then stated that when the cot was pulled out of the ambulance, the fe wheels lowered slightly as they were removed from the floor of the ambulance (because the power-load no longer supported the cot during loading/unloading). When this happened, the user allegedly injured their back. It was reported that there were no adverse consequences to the patient as a result, and that they were able to walk out the side door of the ambulance. It was reported that the user facility was not able to duplicate the issue when the unit was brought back to the station.

Manufacturer narrative:
It was reported that the user went to an urgent care facility, missed work for the remainder of that shift and for 1 more shift. It was not reported if the user needed additional treatment from their primary care physician or the account's occupational therapist and was not aware of any prescription medications.

Event description:
It was reported that the users were unloading the patient, cot, and power-load from the ambulance, and as the power-load was being pulled out, they noticed that the power-load did not jog the cot up. They then stated that when the cot was pulled out of the ambulance, the fe wheels lowered slightly as they were removed from the floor of the ambulance (because the power-load no longer supported the cot during loading/unloading). When this happened, the user allegedly injured their back. It was reported that there were no adverse consequences to the patient as a result, and that they were able to walk out the side door of the ambulance. It was reported that the user facility was not able to duplicate the issue when the unit was brought back to the station.